Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test and self-test. No unexpected insulin pump error alarms noted during testing. Moisture damage was found on the force sensor during visual inspection. Insulin pump received with scratched case. Insulin pump received with pillowing and cracked keypad overlay at select button.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. Customer stated that the insulin pump passed displacement test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.